Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) experienced syncopal episodes and presented at the hospital for a follow-up. Interrogation of the device revealed loss of capture, even at maximum output. X-ray of the lead system revealed no issues. The device functioned appropriately in vvi mode. Upon initial interrogation the physician received the message 'atr episode in progress' even though this is a single chamber device. In addition, no markers were initially present. The device was explanted.